Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that an ar-1938ps peek suturetak was implanted into the patient and while tensioning, the sutures broke. The sutures were cut and the anchor portion remains in the patient. Surgeon opened an ar-2923bc bio-composite pushlock to continue with the repair; however, anchor broke inside the patient during insertion. Surgeon was able to retrieved all the broken fragments. Another ar-2923bc bio-composite pushlock was opened and case was completed successfully without further issues. This was discovered during a labral repair on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.